Event description:
It was reported that the insulin pump did not alert to no delivery of insulin. Customer stated that the insulin did not exit the infusion set. Customer experienced high blood glucose. The blood glucose reading is 390 mg/dl. Customer treated with insulin pump and manual injection. The blood glucose reading dropped to 177 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.